Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their first stimulator lasted quite a long time, 5 or 6 years. They knew they had to have it changed because they got a tightness in their groin and pulsating. It was painful when they were laying on the floor doing yoga and they knew it was time to replace it. The agent asked the patient for dates for the device replacement due to tightness and pulsating, and the patient said they roughly had 6 years between changing batteries.